Event description:
The sales representative reported, the patient had a revision surgery due to loosening of the implant.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of implant should not be implanted with any additional bone cement or long term implant other than biomet microfixation titanium plates and screws. This user facility implanted the htr with another manufacturer's bone cement. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. The user facility is foreign; therefore, a facility medwatch report will not be available. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.